Event description:
It was reported by the customer that a pyxis medstation es system had an issue with the station time. The customer reported that the station time was not accurate. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a windows configuration issue. A technical support specialist logged into the station, applied a setting based on a knowledge article, and confirmed that the station successfully connected and used it as a time server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.